Event description:
It was reported that during neuro surgery, it was observed that the attachment device had an unknown malfunction. There was a five to ten minute delay to the surgical procedure as a spare device was opened for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device has been returned. Reliability engineering evaluated the device and the reported condition was confirmed. The findings revealed that this event was due to mishandling during use. If additional information should become available, a supplemental report will be sent accordingly.